Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance values on the superior vena cava (svc) coil. A review of the patient's transmission indicates the impedance values have been out of range for more than a year and as a result the alert had been previously programmed off along with the shock vector. The rv lead remains in use. No patient complications have been reported as a result of this event.